Event description:
Event description cpi received information that two endotak transvenous defibrillation leads both model 125 were removed from service. The first endotak (serial 227324) was removed from service due to perforation of the ventricle. The lead was replaced with a new endotak (serial 300943). Two days after the implant, the new endotak lead dislodged and was removed and replaced with a screw in type lead.